Event description:
This report is being filed after the subsequent review of the following literature article: baird, r. P.,bmbs, o'brien,p., md, cruickshank, d., md, bsc. Comparison of stable and unstable pertrochanteric femur fractures managed with 2-and 4-hole side plates. Publication mar. 18, 2014, can j surg, vol. 57, no.5, october 2014. ((B)(6)). For this retrospective study, that prospectively enrolled consecutive patients with pertrochanteric femoral fractures treated between jan. 1, 2004, and apr. 30, 2009, with a 135¿ sliding hip screw (shs; synthes USA). There were therefore 320 patients with 327 pertrochanteric femoral fractures available for analysis (252 women, 75 men, mean age 85.5 yrs, mean). There were 208 stable and 119 unstable fractures. Complications: 8 due to implant failure (plate/screw breakage), 13 due to loss fixation (lag screw cut-out) and 6 non-union, 4 infections. This report is for an unknown-sliding hip screw (shs). This is report 1 of 2 complaint (B)(4). This report is for an unknown sliding hip screw (shs) and refers to the serious injury of 320 patients that experience implant failure-8 due to (plate/screw breakage), 13 due to loss fixation (lag screw cut-out) and 6 non-union, 4 infections.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown-sliding hip screw (shs)/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.